Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stomach resection in laparoscopic sleeve gastrectomy, the device was unable to fire and locked on tissue. It was removed by opening the jaws normally. The surgeon was able to press the green button and was able to squeeze the handle. They used a new reload to complete the case. There was no patient injury